Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5151289.

Event description:
It was reported that a patient presented with infection noted on the patient's lead. The lead was explanted. No adverse patient consequences were reported.